Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 158 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. The sensor was not working right, when checked the blood glucose was found as 158 mg/dl and then after it was 85 mg/dl and was really 197 mg/dl and it has been on suspended. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 69 mg/dl. Suspend on low limit in sensor settings was 90 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor with dried blood on sensor. Unable to confirm customer received sensor in said condition due to customer returned opened/used.